Event description:
A vns treating physician reported that a vns patient was complaining of left throat pain, described as "a little buzz in throat." It was reported that this had been going on for a few months, but the physician did not think it was related to their vns, so didn't raise any concerns about it before. But now, it is ongoing, so he referred the patient to a gi specialist who diagnosed the patient with left vocal cord paralysis. There is no change in the patient's voice whatsoever. No changes were made to settings. The patient has had a remarkable response to vns therapy for her seizure disorder. Good faith attempts have been made and no further information has been attained.